Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was damaged. The screen on the insulin pump fell off. A piece of the reservoir compartment chipped off as well. Her blood glucose level was 144 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The device had missing lcd display window, cracked case near lcd window corners, broken reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked belt clip slot, cracked battery tube threads, stained address/serial number label, and missing end cap sticker.